Event description:
This lead was explanted and replaced due to high thresholds. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 46 cm proximal to the lead tip. Only the distal part of the lead was received. It is reasonable to assume that the lead was dissected in the course of the lead explantation. Due to the damages the electrical inspection of the lead was limited to the dc resistances of the lead fragment. No peculiarities were found. The visual inspection demonstrated multiple signs of abrasion along the lead fragment. An interaction with a nearby lead as well as the tricuspid valve should be taken into consideration. The insulation was intact in these positions. Further analysis revealed cuttings in the insulation which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.